Event description:
In 2008, the patient's husband reported that the patient had several issues with her infusion device since beginning use in 2007. He stated that battery cover is stuck on the infusion device and the adapter does not fit well. He stated that the battery cover is changed with every 4th battery change, and the adapter is changed with every 11th cartridge. He stated that insulin was spilled in the cartridge compartment of the infusion device, due to the plunger of the insulin cartridge becoming stuck to the piston rod. He was educated on the proper removal of the insulin cartridge. He stated that he feels the infusion device is inaccurately dispensing insulin because the patient's blood glucose has been elevated up to 300 mg/dl for months. Her normal blood glucose range is 70-110 mg/dl. The patient feels irritable and nauseous when her blood glucose is elevated, and she injects insulin via syringe to lower her readings. The patient switched to her backup infusion device and has had no further issues. The patient was sent a replacement infusion device. Upon follow up on six days after the original date, the patient stated her blood glucose had returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.